Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine was noted to be draining from the balloon port of the foley catheter. The user attempted to aspirate from balloon port for small amount of urine. The balloon was noted to be ruptured and had sediments on the tip when the foley catheter was removed. A new foley catheter was placed with no complications and it was unable to determine if parts of the balloon was remaining in the patient. It was stated that the balloon material appeared to be intact.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The device was not returned.

Event description:
It was reported that urine was noted to be draining from the balloon port of the foley catheter. The user attempted to aspirate from balloon port for small amount of urine. The balloon was noted to be ruptured and had sediments on the tip when the foley catheter was removed. A new foley catheter was placed with no complications and it was unable to determine if parts of the balloon was remaining in the patient. It was stated that the balloon material appeared to be intact.